Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that occasional pacing inhibition was observed, however, did not result in any asystole as the patient was not pacemaker dependent.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited loss of capture (loc), noise, oversensing and low out of range pacing impedance measurements less than 200 ohms. A revision procedure was performed. The lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.